Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Device not yet returned.

Event description:
Affiliate reported that the patient developed reduced ventricles. As a result the pressure setting was changed. The patients condition did not change and as a result the device was revised. Upon ex-plant it was noticed that the valve was broken.

Manufacturer narrative:
Upon completion of the investigation it was noted that a small cut was found on the ventricular catheter. It is not possible to determine how the cut may have occurred, but it could be possible that the device may have come in contact with a sharp instrument. This however could not be confirmed. The instructions for use warns health care users to use extreme care as silicone has a low cut tear resistance. Upon further investigation, the device was tested and passed all tests. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.